Event description:
As reported, during the left ureteroscopy with laser lithotripsy and basket stone extraction procedure, one of the basket wires of an ncircle tipless stone extractor wore out and broke inside the patient. The coil was successfully retrieved using an alligator grasper under fluoroscopy and ureteroscope guidance. The faulty basket and coil were examined, confirming the safe and complete removal of the object. The procedure was completed using a new unspecified device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation: procurement analyst. G4: PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Standard template: blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. As reported, during the left ureteroscopy with laser lithotripsy and basket stone extraction procedure, one of the basket wires of an ncircle tipless stone extractor wore out and broke inside the patient. The coil was successfully retrieved using an alligator grasper under fluoroscopy and ureteroscope guidance. The faulty basket and coil were examined, confirming the safe and complete removal of the object. The procedure was completed using a new unspecified device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the instructions for use (IFU), manufacturing instructions (mi), and quality control, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the available information, no product returned, and the results of the investigation, the nature and cause of the reported issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.